Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal and a damaged battery compartment. There was no applicable evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the damaged dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the membrane was defective. There was no patient involvement.